Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose (bg) level was 559 mg/dl. The customer addressed their bg with a correction bolus via pump.